Event description:
This spontaneous report was received on (B)(6) 2013 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the o.b non-applicator tampons vaginally, for menstruation (frequency, lot number and expiration date unspecified). After an unspecified duration, in (B)(6) 2013, the week of reporting, she noticed that over five tampons strings came completely off the tampon while in use. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 10-oct-2013. This is an initial submission for the fourth product in this case. The manufacturer report number for the first, second, third, fifth and sixth product in this case are 8022269-2013-00098, 8022269-2013-00099, 8022269-2013-00100, 8022269-2013-00102 and 8022269-2013-00103 respectively. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is 05-nov-2013. This is a follow up submission for the fourth product in this case. The manufacturer report number for this submission is 8022269-2013-00101. The manufacturer report number for the first, second, third, fifth and sixth product in this case are 8022269-2013-00098, 8022269-2013-00099, 8022269-2013-00100, 8022269-2013-00102 and 8022269-2013-00103 respectively. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 23-sep-2013 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the o.b non-applicator tampons vaginally, for menstruation (frequency, lot number and expiration date unspecified). After an unspecified duration,in (B)(6) 2013, the week of reporting, she noticed that over five tampons strings came completely off the tampon while in use. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on 10-oct-2013: this report was received from a (B)(6) caucasian consumer. The consumer did not have any known medical history and was not taking any concomitant medications. The consumer used one tampon for feminine hygiene. She mentioned that on an unspecified date, while removing the tampon the string came off separately from the cotton part of the tampon and the cotton part was left inside her body. She further stated that on (B)(6) 2013, she used the tampon again and she experienced same event again. On the same day, after an unspecified duration, the tampon was removed. The tampon was not used further. No lot number was provided. The manufacturer did not receive sample as of 21-oct-2013. A review of product related issue during this period revealed no changes related to this complaint but the trend analysis revealed a peak during this period. Based on the investigation results, due to lack of lot number and field sample no assignable cause was identified. Complaint trends would continue to be monitored. The report was assessed as non-serious and the company causality was assessed as related. This report remains a reportable malfunction case in the united states.